Event description:
Patient presented back to the physician with continued pain. Physician brought the patient into the or and removed the entire inspire system.

Event description:
Patient presented to the physician with right side ear pain. Physician prescribed pain medication.